Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3 . The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the mitraclip procedure, a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. During multiple attempts for a transseptal puncture, the device jumped away from a seemingly suitable position. While retracing the sheath down to the fossa oxalis, a drop in blood pressure was observed. The procedure was stopped and an echocardiogram was done which confirmed a cardiac perforation at the apex. A pericardiocentesis was performed to stabilize the patient, was then transferred to the intensive care unit for further monitoring, and has since been discharged from the hospital. There are no performance issues reported for any abbott device.